Manufacturer narrative:
The investigation is ongoing. Medsun no. (B)(4).

Event description:
A patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 4 years and 3 months later, the patient had the valve explanted due to significant calcification and degeneration of the valve. The valve is expected to be returned for examination.

Manufacturer narrative:
Correction to h6; clinical code, type of investigation, investigation findings, investigation conclusion. Update to b5, b7 and d9. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 23mm sapien 3 valve was returned for examination and the reported event was confirmed. A visual examination and x-ray found that calcification was observed on the leaflets. Due to the nature of the complaint, functional and dimensional testing were unable to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the calcification reported was confirmed based on the returned device and medical records provided. The available information suggests that (patient factors- hyperlipidemia and diabetes) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, the four-year echo indicated that the peak/mean gradient was 102 and 57mmhg respectively, with peak aortic valve (av) vel of 506 cm/2, the aortic valve area (ava) was 0.91 cm2, and trace paravalvular leak (pvl). Calcified native mitral apparatus, mild to moderate mitral stenosis, mild mitral regurgitation, & an mvmg of 6mmhg.

Manufacturer narrative:
Update to b5 b7 and h6.

Event description:
Per medical record review, the four-year echo indicated that the peak/mean gradient was 102 and 57mmhg respectively, with peak aortic valve (av) velocity of 506 cm/2, aortic valve area (ava) of 0.91 cm2, and trace paravalvular leak (pvl). Calcified native mitral apparatus, mild to moderate mitral stenosis, mild mitral regurgitation, & a mitral valve mean gradient (mvmg) of 6mmhg. The cardiac surgery consult note indicated the bioprosthetic aortic valve stenosis from prior tavr procedure. Given the failure; the cardiology and heart team elected to offer surgical aortic valve replacement.